Event description:
The customer returned the Colonovideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicates foreign substance discharge from the insertion tube side. There was no patient involvement.

Manufacturer narrative:
The device was returned to Olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: The most probable cause for the malfunction was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.